Manufacturer narrative:
Evaluation of the treatment tip found dielectric breakdown. The tip was used for 272 treatments. The tip passed flow and thermistor testing. Service confirmed damage on the tip membrane along the rf trace. Investigation found rf trace damage of the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. No patient injury was reported. The most probable root cause was determined to be a system issue. A review of the device history record showed no non-conformities and all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility reported the thermage tip was visibly faulty. No patient impact or injury was reported.